Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Full dose of heparin was given prior the transseptal puncture (tsp). Tsp was performed with versacross fixed curve transseptal access system. The activated clotting time (act) was 216. The left atrium (la) mean pressure was 24. A watchman trusteer access system (was) was advanced into the left atrium. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted after meeting release criteria. Upon release of the closure device, a 4cm mobile strand was noted on tee originating from near the insert attachment point of the closure device and extended into the mitral valve. Sentinel was placed and a non-bsc thrombus extraction system was inserted to attempt aspiration of the strand, yet it was unsuccessful as the physician was able to fully capture the strand into the removal sheath but was unable to dislodge it to aspirate it out of the body. The physicians decided to leave the strand and the procedure was concluded. There were no patient complications. The physician was unsure if the strand was a thrombus or delamination from the device.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Full dose of heparin was given prior the transseptal puncture (tsp). Tsp was performed with versacross fixed curve transseptal access system. The activated clotting time (act) was 216. The left atrium (la) mean pressure was 24. A watchman trusteer access system (was) was advanced into the left atrium. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted after meeting release criteria. Upon release of the closure device, a 4cm mobile strand was noted on tee originating from near the insert attachment point of the closure device and extended into the mitral valve. Sentinel was placed and a non-bsc thrombus extraction system was inserted to attempt aspiration of the strand, yet it was unsuccessful as the physician was able to fully capture the strand into the removal sheath but was unable to dislodge it to aspirate it out of the body. The physicians decided to leave the strand and the procedure was concluded. There were no patient complications. The physician was unsure if the strand was a thrombus or delamination from the device. It was further reported the patient returned for a follow up tee on july 16th 2025, and the thrombus was resolved, with tee being normal.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Full dose of heparin was given prior the transseptal puncture (tsp). Tsp was performed with versacross fixed curve transseptal access system. The activated clotting time (act) was 216. The left atrium (la) mean pressure was 24. A watchman trusteer access system (was) was advanced into the left atrium. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed and implanted after meeting release criteria. Upon release of the closure device, a 4cm mobile strand was noted on tee originating from near the insert attachment point of the closure device and extended into the mitral valve. Sentinel was placed and a non-bsc thrombus extraction system was inserted to attempt aspiration of the strand, yet it was unsuccessful as the physician was able to fully capture the strand into the removal sheath but was unable to dislodge it to aspirate it out of the body. The physicians decided to leave the strand and the procedure was concluded. There were no patient complications. The physician was unsure if the strand was a thrombus or delamination from the device. It was further reported the patient returned for a follow up tee on (B)(6) 2025, and the thrombus was resolved, with tee being normal.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx pro delivery system (wds) was analyzed, and the reported event of thrombus was not confirmed, as clinical circumstances could not be replicated. Device analysis consisted of visual inspection which revealed numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and abrasions were within the wds sheath tip. The implant was not returned. Borescope inspection revealed there was an absence of material resembling the inner liner starting 1.5cm distal of the hub, to 3.5 cm distal of the hub. Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. Imaging provided could not confirm but was consistent with thrombus. Product and media analysis could not confirm the reported event as there was no thrombus present in the sheath. Product analysis confirmed the event of damage as there was missing liner in the sheath. Inspection of the remainder of the device found kinks in the sheath and tip damage which is consistent with deploying and recapturing the implant and use of the device.